Manufacturer narrative:
Failure analysis investigation confirmed that the reported non-intuitive motion issue was characterized as limited range of motion in the correct direction or loss of motion.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer noticed the wrist movement of the long bipolar forceps instrument installed on the universal surgical manipulator (usm) 1 was not natural especially when moving downside. Prior to calling technical support, the customer already replaced the drape on the usm1, but issue persisted. No other instrument was used on the usm1. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the instrument could cause the issue and advised the customer to check if the instrument was defective. The customer would continue the procedure robotically as it was. They would follow the advice when possible and call back if needed. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The system functionality was checked upon powering on, and the system initialized without error. During the procedure, the instrument wrist had insufficient movement and moved with non-intuitive motion persistently. The customer confirmed that after removing the instrument from the usm 1, they continued the procedure task with a backup instrument of same kind. The jaws motion of the instrument was precise. Additionally, the issue occurred while the surgeon¿s head was inside the surgeon side console (ssc)¿s high resolution stereo viewer (hrsv), and the surgeon was attempting to manipulate instruments from the ssc. There was no instrument-to-instrument or system arm-to-arm interference. The timing of instrument movement was not appropriate, and the movements of the surgeon scaled appropriately to the instrument. No shakiness/ friction/ external collisions were observed. The patient had no injury/harm. The usm1 was not disabled / abandoned during the procedure. There was no issue with the usm1 for the following procedures.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to fail intuitive motion. The instrument exhibited imprecise motion when the master tool manipulators were manipulated. The instrument would move partially in the intended direction but did not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively. They were not following the mtm input commands smoothly.